Event description:
It was reported to boston scientific corp in 2009 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed about three weeks prior. According to the complainant, the first retrieval basket used in the procedure malfunctioned. Please reference attached medwatch report number 3005099803-2009-04365 which documents the first device. A second zero tip nitinol stone retrieval basket was inserted into the pt's ureteral duct. After capturing the stone, one retrieval basket wire detached from the device. It is unk how the detached wire was retrieved. The physician successfully removed the retrieval basket and stone from the pt. There were no serious injuries reported as a result of this event. The pt was hospitalized following the procedure, but it is reported the hospitalization was not related to the device.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been receieved for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.